Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g4 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years nine months post port device implant, the patient presented to the emergency room with pain. It was further reported that the port was punctured, de-clotting agent was used, the patient allegedly experienced anaphylactic shock and was hospitalized and observed. Reportedly, the port device was removed without complication and the catheter tip was sent for culture. The patient was reported as doing well with no signs of infection.

Event description:
It was reported that approximately two years nine months post port device implant, the patient presented to the emergency room with pain in the port area. It was further reported that the port was punctured, de-clotting agent was used, the patient allegedly experienced anaphylactic shock and was hospitalized and observed. Reportedly, the port device was removed without complication and the catheter tip was sent for culture. The patient was reported as doing well with no signs of infection.

Manufacturer narrative:
Manufacturing review: per the complaint history review (chr), a DHR review is not required and the aql threshold is not exceeded. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned. The investigation is inconclusive for pain/anaphylactic shock. The definitive root cause could not be determined.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device - expiration date: 02/2020.

Event description:
It was reported that approximately two years nine months post port device implant, the patient presented to the emergency room with pain. It was further reported that the port was punctured, de-clotting agent was used, the patient allegedly experienced anaphylactic shock and was hospitalized. Reportedly, the port device was removed and the catheter tip was sent for culture. The patient status is unknown.